Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. Upon initial investigation of the meter, the battery contacts were corroded, and the meter would not power on. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated they were having trouble reading the display. The meter must be held at an angle to see the display. The display appeared very faint or was unable to be seen when looking at it directly. A display check was performed and "8s" could be seen faintly in the results field. All segments appeared, but were hard to see. The display can be seen better when at an angle. It is possible results could be misinterpreted, but not actual misinterpretation was alleged.

Manufacturer narrative:
The device could not be turned on the meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.